Event description:
Reporter (nurse) stated that she accidentally punctured her finger with a patient used lancet. At the time of the report, she had not yet sought treatment; however, reporter indicated that she intended to do so. Reporter noted that she was concerned about possible exposure to contagious, given the patient's condition (which she preferred not to disclose). Technical support requested the return of the suspect product and replacement product was shipped.